Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the mildly calcified right internal carotid artery, an 8.0 x 30 mm acculink stent system was advanced into the patient anatomy. The acculink stent was deployed; however, the physician misjudged the location of the lesion and the stent only partially covered the lesion and extended into healthy tissue. A second stent was used to cover the remaining segment of the lesion. There were no adverse patient sequelae and no reported clinically significant delay. No additional information has been provided.